Event description:
A customer reported that during cataract surgery, the system displayed a message that could not be cleared. There was a delay of more than 15 mins while the system was switched out. The surgery was completed with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).